Event description:
A us distributor returned electrode belt (B)(4) and reported that the belt was unable to communicate with a monitor.

Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (unable to communicate with monitor) has been confirmed. As received, the belt was unable to communicate with a monitor and failed incoming testing. The cause of the inability to communicate was isolated to an open yellow (pgnd) wire in the trunk cable. Additionally, the device failed a te recognition test. The cause of the failed testing was due to an open pulse wire in the trunk cable. The root cause of the open wires is excessive force placed on the cable. No adverse event resulted from the damaged cable.